Event description:
It was reported that pump battery did not appear to charge, as charge level stayed at 15% despite being connected to tandem charging cable, wall adapter, and working outlet, and patient received multiple low power alerts before performing pump reset, after which battery level showed 100%. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset independently, was advised by technical support to try different cable and wall adapter if issue recurred and to call for assistance.